Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the unit stopped working. It was further noted that all checks were performed and passed as per manufacturer's literature. The inter-unit interface (iui) connectors were in good condition and there was no visible reason as to why the device stopped working. Although requested, additional information was not provided.